Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap of adhesive on the distal end were a stain entered could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process -there was a gap between acoustic lens and ultrasound probe. The acoustic lens is damaged, suction -cylinder has discoloration. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. The adhesive on the bending section cover has a crack and the universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gi scope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap between the acoustic lens and ultrasound probe. There was no procedural or patient involvement associated with this event.